Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the inner insulation was kinked/buckled and had pulled apart (overstress). There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis revealed that the lead was damaged at implant.

Event description:
It was reported that during the implant attempt the lead could not pace and sense in bipolar mode. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.